Event description:
It was reported that there were cracks around the insulin pump display window and a slot was damaged. Customer's blood glucose was not known. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, a severely scratched lcd window and cracked battery tube threads. No damage was noted at belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.